Event description:
It was reported that the urinary catheters with urine meter that they stock in l&d was opened for use and the betadine was leaking and spilled out into the kit. They pulled two different kits and ran into the same problem and can visually see betadine leakage on the outside of the third and last catheter kit in the pyxis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "error of inspector". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. A labeling review is not required because labeling could not have prevented the reported issue. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urinary catheters with urine meter that they stock in l&d was opened for use and the betadine was leaking and spilled out into the kit. They pulled two different kits and ran into the same problem and could visually see betadine leakage on the outside of the third and last catheter kit in the pyxis.